Event description:
Customer reported that screen sensitivity had decreased, requiring multiple presses, and an air bubble had formed on the corner, making the screen dimmer and difficult to see in sunlight. There was no reported impact to the customer's blood glucose level. No further troubleshooting was requested, and no action was needed by technical support at this time.